Event description:
Clinical registry during a coronary artery drug eluting stenting treatment procedure, there was resistance while withdrawing the delivery balloon post-deployment of the stent. The index procedure treated two target lesions. The first target lesion was a 75% stenosed, b2-type lesion with moderate calcification in the mid left anterior descending (lad) artery. The lesion was 3.0mm in diameter and 8mm in length. The physician pre-dilated with a 2.50x15mm easyway balloon, placed a taxus liberte 3.00x12mm stent at 20 atms, and post dilated with a 3.50x8mm maverick at 20 atms. The second target lesion was a 90% stenosed, b2-type lesion with moderate calcification in the distal lad. The lesion was 2.5mm in diameter and 10mm in length. This lesion possibly had thrombus present. The physician pre-dilated with a 2.50x15mm easyway balloon and placed a taxus liberte 2.50x16mm stent at 16 atms. As the physician began to remove the delivery balloon, mild withrawal resistance was felt. The physician was able to resolve the event without further complications. The stent was not post dilated. The target lesion had timi 3 flow and 0% residual stenosis. The patient was discharged 8 days following the index procedure on aspirin and clopidogrel. This product is only ous approved but it is similar to a marketed us device.